Manufacturer narrative:
Report source, foreign ¿ events occurred in (B)(6). Concomitant medical products: unknown oxford tibia, unknown oxford femoral. Report source, literature - yeong-joon kim, md, bu-hwan kim, md, seong-ho yoo, md, suk-woong kang, md, chang-hun kwack, md, and moo-ho song, md (2017). Mid-term results of oxford medial unicompartmental knee arthroplasty in young asian patients less than 60 years of age: a minimum 5-year follow-up. Korean knee society, knee surgery & related research, 29(2), page 125. Https://doi.org/10.5792/ksrr.16.045. The reported event was unable to be confirmed due to limited information received from the customer. A review of device history records (DHR) was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
It was reported in a journal article the patient was revised due to bearing dislocation. Ligament laxity was found intra-operatively. No further information has been made available at this time.